Manufacturer narrative:
The device was returned to zoll medical corporation and the reported malfunctions of "unable to charge and discharge" were not replicated or confirmed. The device was put through multiple 200j charges and discharges on simulator, multiple 30j tests, defib cycle testing, full functionality testing, and stress testing using a test battery and multifunction cable without duplicating the report. The device was recertified and returned to the customer. No accessories used at the time of the report were not returned. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to charge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.